Manufacturer narrative:
Device received with operational currents within specification and passed self test and displacement test. Device trace download analysis confirmed the device alarmed power error, low battery alert, power loss alarm, replace battery alert and replace battery now alarm. The power management tool confirmed power error, low battery alert, power loss alarm, replace battery alert and replace battery now alarm due to non-sleep anomaly software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that a power supple error occurred multiple times on the insulin pump. The customer¿s blood glucose during the incident was unknown. No further details were given. The insulin pump will be returned for analysis.